Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and left a message that the patient had died. After multiple attempts to obtain additional information, customer support spoke with the reporter on (B)(4) 2012 and was able to obtain further details. The reporter stated that the patient had been admitted to the hospital on (B)(6) 2012 for dehydration and hypoglycemia. The reporter stated that it was typical for the patient not to check his blood glucose (bg) before breakfast, and that on the morning of (B)(6) 2012, the patient ate breakfast and gave a bolus without checking his bg. The reporter stated that as soon as the patient was done eating breakfast, he was confused. The patient was reportedly given orange juice, and then the patient reportedly vomited. The patient was reportedly taken to the hospital at 12:30 pm on (B)(6) 2012 and upon admission to the hospital, the patient's bg was reportedly 34 mg/dl. The reporter stated that the patient remained on insulin pump therapy until he was admitted to the hospital, at which time the pump was removed and the patient was placed on an IV. The reporter denied any pump malfunction. The reporter stated that the patient was in the ICU for four days, and was given two units of blood. The reporter did not disclose why the patient was given blood. The reporter stated that after the infusion for the second unit of blood was started, the patient became incoherent and unresponsive, and became semi-comatose. The reporter noted that the health care provider stated that the patient had a heart attack. The reporter stated that the patient died on (B)(6) 2012. The patient reportedly had a history of diabetes, whipple's disease which was diagnosed in 1997, liver disease, and kidney disease. The reporter noted that the patient was not on dialysis. A copy of the death certificate is not yet available. This complaint is being reported because the cause of death is currently unknown, and because it is unknown at this time if the pump was a cause or contributor in the patient's death.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: the black box showed one call service -078 alarm on the reported event date: there was one "no cartridge detected" warning observed following the reboot of the pump to clear the cs-078 alarm and during a cartridge change. The total daily basal insulin delivery showed pump delivered accurately and consistently up until the last date used by the patient. An "ezprime" operation was performed with no difficulties noted. The units remaining were correctly calculated and written to the pump history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. There was no pump defect found.